Event description:
The health professional contacted baxter (B)(4) technical service center and asked to arrange pick up the patient's device and drugs because the patient passed away. On an unknown date in (B)(6) 2010, the patient was hospitalized to have a detailed checkup for his heart condition. On (B)(6) 2010, the condition of his whole body got worse and he passed away. The cause of death was fatal heart disorder. (B)(6). Therapy was ongoing until the time of death. It was reported that the patient normally saw a physician at the urology department for pd therapy, but he was hospitalized at the department of cardiovascular disease in the same hospital. It was also reported that patient was using a wheelchair. The physician felt that the event was not related to dianeal n and extraneal therapies. Additional information was not available.

Manufacturer narrative:
(B)(4). It is unknown if the samples are available for evaluation. A follow up report will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A sample was not returned for evaluation. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.